Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material: 24301-0007t; batch#: 24085241. It was reported by the customer that tubing leaking from filter upon priming tubing. No patient harm.

Manufacturer narrative:
Investigation summary: the customer reported the filter was leaking during priming and returned one used set of material 24301-0007t, lot 24085241. Upon initial visual examination, the set had no defects or abnormalities. The set was tested with a water infusion, and the complaint of leakage from filter air vent was verified. The filter was cut away from the rest of the set and forwarded to the supplier of the filter. The supplier of the filter component confirmed the failure of leakage during testing. They cut open the filter and identified the source of the leakage as an incomplete vent membrane sealing. They reviewed their process and were able to define the root cause of the incomplete sealing. The root cause is related to insufficient cleaning and replacements. They addressed this by doubling the rate of maintenance of the assembly equipment. The complaint was also communicated with manufacturing personnel to be vigilant and to escalate any issues accordingly. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
Sample received.